Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2015155 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 13 april. Distal end of needle examined, and slight distal needle kink observed. An image of the complaint issue was shared which shows a severe distal kink. However, it was confirmed in q.14 of the standard questions that the nurse bent this kink back with a tweezers so that they were able to retract the needle back into the sheath hence the reason why only a slight distal needle kink was observed in the lab evaluation documents review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2015155 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2015155. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the sheath possibly been too long outside the scope while advancing the scope through the rigid pipe and potentially the distal tip of the sheath hitting the rigid pipe causing the distal needle kink. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 15-may-2023 and an update to the investigation conclusions.

Event description:
The needle tip is bent patient outcome : a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. Are images of the device or procedure available? See attachment in the mail. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Please see photo. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Suspected ild, wanted to take some samples, do bal. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. I don¿t know which one, they didn¿t touch cartilage, lymph node was soft and easy to puncture. 10. Please describe the size of the intended target site. Don't know. 11. If not with the device in question, how was the procedure performed and/or finished? Used another new procore needle. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? Nurse had to bend back the needle tip with a tweezerso that they were able to pull it back into the sheath end then out of the scope. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? N/a, yes, no. 22. Was the scope recently serviced / repaired? N/a, yes, no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. 25. Was difficulty experienced while retracting the needle? N/a, yes, no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no. 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? When they do ebus procedures they normally don¿t use a tube but a rigid pipe, also in this case. Complaint device was returned and evaluated on 13-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.